Event description:
It was reported that the nurse was using the zoom drive to get into an elevator and her hand became caught between the elevator and the bed. It was further reported that she sustained a cut to her hand. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
The product was not evaluated. Multiple attempts were made to gather the model number, serial number, and the treatment information. However, no response was received. Should a response be provided, this complaint may be reopened and updated accordingly.

Event description:
It was reported that the nurse was using the zoom drive to get into an elevator and her hand became caught between the elevator and the bed. It was further reported that she sustained a cut to her hand. Multiple attempts were made to gather the model number, serial number, and the treatment information. However, no response was received. Should a response be provided, this complaint may be reopened and updated accordingly. .